Event description:
It was reported by a vns patients mother that "other persons who have this device, and they have had problems a year later, as there is a lead disconnect." Attempts to obtain additional information from the physician regarding this allegation have been made, but have been unsuccessful to date.